Event description:
It was reported that during a shoulder rcr, the mdu was overheating. The procedure was resumed without any delay, using an equivalent s+n back up product. No further complications were reported.

Manufacturer narrative:
H11: h2: additional and corrected information in a3, b3, b5 and h6: health effect - impact code.

Event description:
It was reported that the mdu was overheating. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
H11: internal complaint reference: case(B)(4).